Manufacturer narrative:
The insulin pump was received with button error alarm and had unresponsive act, up and down buttons due to corroded keypad traces. No moisture damage was found on the electronic assembly during our visual inspection. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a button error alarm. Customer reported that insulin pump was exposed to water. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.